Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the lid reed switch caused the device not to fully power on. The lid reed switched remained shorted/closed when the lid was opened. If a patient connection was made within seventeen seconds after power on, the device would have continued to function normally.a replacement device was provided to the customer under warranty.(B)(4)

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no known patient use associated with the reported event.